Event description:
It was reported that during a routine device check, the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead remains in use and will have a follow up check in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implant date: (B)(6) 2005. (B)(4).